Event description:
After 2 years and 6 months from the primary surgery, the patient presented with loosening of the tibial tray. There was no loosening of the femoral component. The surgeon revised the tibial tray and insert with a gmk-revision tibial tray with wedges, offset, and extension stem. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-september-2025. Gmk-sphere 02.07.1202l tibial tray fix cemented s.2l lot. 2241999: (B)(4) items manufactured and released on 02-february-2023.expiration date: 18-january-2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: aseptic loosening is a possible literature-described adverse event after primary knee arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.